Event description:
Customer reports blood glucose result of 546 mg/dl taken on the advantage sys with no high blood symptoms; reports taking humalog based on device result. Three hours later, he was incoherent; paramedics were called, and blood glucose result on their meter was 48 mg/dl; customer was re-tested on his advantage sys with result of 517 mg/dl. Customer was treated with sugar water and taken to the hospital, where he was treated with an IV. Customer also reports the cap was left off of the test strip vial for about a week prior to the incident (per product labeling, it is advised to store test strips in original container with the cap on, otherwise strips can get damp and may give a wrong result). Requested return of suspect device and replacement was sent.